Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 3 alleged false positive results on a person with mild symptoms. Customer communicated they were positive by quidel quickvue but negative by another rapid antigen test (no further confirmation testing performed). Report 1 of 3.